Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture broke occurred during knot advancement for the first proglide device. The foot of the second proglide device did not close despite the lever being closed resulting in a tear in the artery and bleeding. The second device was simply removed from the anatomy. A third and fourth proglide devices used; however, the knot would not advance. Finally, a fifth proglide device was attempted; however, the foot also did not close. The pre-close technique was abandoned and surgical intervention at the scarpa's triangle was required to remove the fifth device, to achieve hemostasis and repair the tear in the femoral artery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based in the information provided, a definitive cause for the reported issue could not be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a knot advancement issue, include, but not limited to, rail suture tensioned without distal advancement, with the knot pusher or non-rail suture is tensioned/advanced or incorrect tensioning angle. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from unknown to 4042141. D4 - primary UDI number: updated from (B)(4) to (B)(4). H6- medical device problem code: code 2920 was removed and code 2524 was added.